Manufacturer narrative:
Stryker evaluated the customer's device d was unable to duplicate the reported issue. The device's therapy cable was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not reading the signal properly through the defibrillation therapy electrodes. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.